Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that there was insufficient back-pressure in the tubing when the valve was connected. According to the report, the fluid level drained all the way to the valve and through the valve instead of stopping above.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve was patent. It met the requirements for leak, siphon, reflux, pressure-flow and pre-implantation testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).